Manufacturer narrative:
No product was returned to assist in our investigation. However, based on the info provided, it is feasible to say that this incident occurred due to pt intervention rather than being a nonconforming device.

Event description:
Pediatric patient at home dressing self, unsupervised. PICC line broke between hub and skin entry. Catheter portion subsequently migrated into central circulation requiring removal in the cardiac cath lab via femoral route. There were no sequelae.